Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n296628008, implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving fentanyl (concentration 1500 mcg/ml, dose 976.2 mcg/day), clonidine (concentration 1000 mcg/ml, dose 650.8 mcg/day), bupivacaine (concentration 15 mg/ml, dose 9.762 mg/day) and morphine (concentration 20 mg/ml, dose 13.015 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. The event date was unknown. The empty reservoir alarm occurred and it was showing a larger volume infused than the actual reservoir volume. A catheter event was also confirmed; a catheter access port study was done and the catheter was occluded, at the time of this report, the company representative was assisting in the operating room, the patient was having the pump and catheter replaced due to the occlusion and when the company representative interrogated the pump it was found that the empty reservoir alarm had occurred, no further history was known. There were no symptoms reported. No further complications were anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.